Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4)

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting a faulty device caused a gas leak. The saphenous vein was being harvested from the leg when they noticed as leak in the gas. The nurse practitioner couldn't see to harvest the vein. A medsun report# (B)(4) was received regarding the issue. No health consequences or impact. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 16, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h6 (identification of evaluation codes 10, 11, 3331, 213, 67) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #3: 3331 - analysis of production records investigation findings: 213 - no device problem found investigation conclusions: 67 - no problem detected the affected sample was inspected upon receipt with no visual anomalies noted. The sample was then setup with an endoscope and a plug to test for gross leaks in the insufflation system. There were no gross leaks or apparent anomalies with the insufflation system on the harvester. It is noted that when the plug was removed, dried blood was removed from the insufflation port. Additionally, when air was forced through the insufflation system, dried and liquid blood exited the port. A representative retention sample was inspected with no visual anomalies noted. The sample was then setup with an endoscope and a plug to test for gross leaks in the insufflation system. There were no gross leaks or apparent anomalies with the insufflation system on the harvester. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.